Event description:
It was reported the patient had a kidney infection and their bladder wasn¿t ¿emptying right.¿ the patient was in the hospital from (B)(6) 2014 for that. It was also noted the patient had urinary tract infections for the last 6 months and it got into the patient¿s bloodstream. In addition, the patient was reportedly told that their kidneys ¿weren¿t working.¿ about 2-3 days prior to going to the hospital, the patient noticed a burning sensation in their feet. It was thought that this could be due to the infection and the patient being ¿real sick.¿ the patient had the infection for ¿so long it would take time for the body to get back to what it was.¿ when the patient left the hospital they noted being ¿chilled¿ as well. The infection had since cleared. This was also confirmed by a urine specimen the healthcare provider took the day prior to the report. In regards to the bladder not emptying, the patient had a bladder ultrasound which showed it was ¿fine¿ and the bladder was empty. The burning sensation in the feet had gotten better, but they still felt ¿tight, not as bad and hard to walk on.¿ it was later stated that the stimulation could be causing the burning sensation. The patient could not feel stimulation, but ¿it was working.¿ it was indicated the patient was directed to turn stimulation off to see if it was contributing to the burning sensation. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0jvrh, implanted: (B)(6) 2014, product type: lead. (B)(4).